Event description:
A consumer implanted for spinal pain and radicular pain syndrome (radiculopathies) who had adaptivestim enabled reported that since implant stimulation felt like it completely stopped even though it was still on. According to the consumer they had to keep moving and get into different positions to start feeling stimulation again, and would experience the intermittent stimulation doing normal activities like sitting, standing, and walking. It was noted the consumer had been to the healthcare provider (hcp) for six adjustments where it would work well for three to four days, but then they stopped feeling stimulation again. There were no traumas or falls reported related to this issue. The patient programmer was used to check the device which confirmed stimulation was on. The consumer was going to meet with the manufacturer&#62688;representative (rep) to make sure the adaptivestim settings didn't need to be adjusted, and to make sure the implant and lead were functioning correctly. (It was noted the consumer had more room in their spinal canal than most).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.